Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 17-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2014 she experienced rosacea ("rosacea (a white pimples and skin inflammation)"). Essure was removed on (B)(6) 2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("significant fatigue"), back pain ("lumbar pain"), food allergy ("food allergy"), urticaria ("hives"), acne ("white pimples on face"), arthralgia ("joint pain"), joint stiffness ("joint stiffness"), pruritus (" itching throughout the body"), paraesthesia ("tingling of the extremities,"), visual impairment ("visual disorders"), memory impairment (" memory problem"), loss of libido ("loss of libido") and rash papular ("red plaque and white pimples on the face"). The patient was treated with surgery (to remove essure). No causality assessment was received for essure with regard to fatigue, pelvic pain, back pain, food allergy, urticaria, acne, arthralgia, joint stiffness, pruritus, paraesthesia, visual impairment, memory impairment, loss of libido, rosacea or rash papular. The reporter commented: period of occurrence: 2022/2023. Some of the symptoms were temporary and others permanent. The immense fatigue would not have allowed me to continue working if I had not made the connection to the essure implants and had them removed. After removal, disappearance of certain symptoms and significant improvement of others. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-may-2024. The most recent information was received on 27-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2014 she experienced rosacea ("rosacea (a white pimples and skin inflammation)"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("significant fatigue"), back pain ("lumbar pain"), food allergy ("food allergy"), urticaria ("hives"), acne ("white pimples on face"), arthralgia ("joint pain"), joint stiffness ("joint stiffness"), pruritus (" itching throughout the body"), paraesthesia ("tingling of the extremities,"), visual impairment ("visual disorders"), memory impairment (" memory problem"), loss of libido ("loss of libido") and rash papular ("red plaque and white pimples on the face"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. No causality assessment was received for essure with regard to fatigue, pelvic pain, back pain, food allergy, urticaria, acne, arthralgia, joint stiffness, pruritus, paraesthesia, visual impairment, memory impairment, loss of libido, rosacea or rash papular. The reporter commented: period of occurrence: 2022/2023. Some of the symptoms were temporary and others permanent. The immense fatigue would not have allowed me to continue working if I had not made the connection to the essure implants and had them removed. After removal, disappearance of certain symptoms and significant improvement of others. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-may-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.